Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the anesthesia system did not detect expiratory flow. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the anesthesia workstation was contaminated with water from central air supply system, which caused the insp. & exp. Valves test to fail. The air gas module was affected and replaced. The issue has been resolved and the device was delivered to the user in working condition. Moisture in a gas module as previous investigation has shown may affect the electronic inside the gas module. The gas module regulate the gas flow. The reported issue was confirmed in the provided device's logs. The cause of the problem was related to malfunctioning hospital's air supply system. However, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference number: (B)(4).